Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a stuck button alarm and no significant event leading to stuck button was observed. Stuck button troubleshooting was performed and customer stated that a button could have been pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced. Customer declined insulin pump replacement. No product is expected to return for analysis.